Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were frequent battery related alarms found in the pump's black box. The pump's black box showed a low battery voltage immediately following a battery change. The pump electrical current draws were tested and were within specifications.